Manufacturer narrative:
Citation: hickey ej et al. Jugular venous valved conduit (contegra) matches allograft performance in infant truncus arteriosus repair. Eur j cardiothorac surg. 2008 may; 33 (5): 890-8. Doi: 10.1016/j.ejcts.2007.12.052. Epub 2008 mar 4. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding whether bovine jugular venous valved conduits match allograft performance for right ventricular outflow tract (rvot) reconstruction in patients with truncus arteriosus. All data were collected from 17 centers between 2003 and 2007. The study population included 107 patients (predominant gender not disclosed; mean age 25 days; mean weight 3 kg), 27 of which were implanted with a 12 mm medtronic contegra valved conduit. No serial numbers were provided. Among all patients, 3 ± 2% of the cohort had died without an intervention after 3 years and 5 ± 3% had died without conduit replacement during that time. Multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: transcatheter intervention to the conduit (stent implantation or balloon dilatation), conduit replacement due to in-conduit stenosis and/or branch pulmonary artery stenosis, severe conduit regurgitation, and increase in peak instantaneous gradient across the rvot. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.